Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been exposed to moisture while playing golf. Customer's blood glucose was 362 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.